Event description:
The lead was returned for analysis after being explanted post-mortem. It subsequently tested out of specification during manufacturer's analysis. There was no allegation that the patient's death was device related. It was further reported that an autopsy was performed and the cause of death was noted as atherosclerotic and valvular heart disease.

Manufacturer narrative:
The lead was returned for analysis after being explanted post-mortem. It subsequently tested out of specification during manufacturer's analysis. There was no allegation that the patient's death was device related. It was further reported that an autopsy was performed and the cause of death was noted as atherosclerotic and valvular heart disease. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure (select specific code from category d) nsulation no conclusion can be drawn other (an appropriate device code cannot be identified).